Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer was going to bolus when the number started ramping up to 300. Customer took out the battery and put it back in. Customer stated that the insulin was squirting out. Customer's blood glucose level was 190 mg/dl. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
All buttons function properly however, moisture damage was found on keypad traces. No ramping numbers on their own or scrolling bar moving anomaly noted. Insulin pump received with minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip.